Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. A day after the event onset, the patient was treated with cefepime injection (1gm, discontinued, route, frequency and duration were not reported) for the event. It was reported that the patient was later discharged from being hospitalized. At the time of this report, the patient was recovered from the event. On an unknown date, the patient's catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis three times a week. No additional information is available.